Manufacturer narrative:
Visual analysis of the returned device identified crease flat and opening. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool and three puncture openings on posterior side, consistent in the use of some surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.